Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm and the system controller automatically turning off after external power was disconnected were both confirmed. The returned 11-volt backup battery (serial number (B)(4)) was functionally tested and was found to make multiple controllers enter run mode upon being connected to power. The backup battery was unable to operate a mock loop when external power was disconnected. The backup battery was charged, then alarmed with backup battery fault upon being fully charged, correlating to a load test failure. The battery was opened, and one of the battery¿s components that connects to its charging and connection circuitry was observed to be damaged. The component was replaced with a known working component, and the battery fully operated as intended after this replacement, including operating a mock loop. The root cause of the reported backup battery fault alarm and the controller automatically turning off was damage to the backup battery¿s pcb; however, the root cause of this damage was unable to be determined. Review of the device history record for the 11-volt backup battery, serial number (B)(4), showed the device passed all initial manufacturing tests. The heartmate ii patient handbook instructs users on how to resolve all alarms that sound from their controller, including alarms related to the backup battery. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the clinic and needed a new 11 v backup battery for the system controller. While switching the backup battery, it was noted that the existing backup battery was more loosely connected than the ventricular assist device (vad) coordinator was accustomed to, despite the patient not receiving any alarms. After the new backup battery was placed, there were no alarms or issues and the connection was more secure. The system controller was synced properly and the new backup battery showed no physical signs of damage. The display showed that the backup battery was due for exchange in 33 months, as expected. Approximately three hours later, the patient called and reported a backup battery fault alarm. The patient came back to the clinic so that the alarm could be cleared and so the patient's equipment could be checked for any other issues. The vad coordinator unplugged the backup battery, inspected it again for physical issues, and plugged it back in. The alarm cleared and nothing seemed out of the ordinary. The next morning the patient called again reporting a backup battery fault alarm and was instructed to go to the clinic for a system controller exchange. Upon completion of the controller exchange, the old controller was prepared to be put into sleep mode after removing the power sources but the controller automatically turned off (without holding the battery button on the controller) despite the backup battery being present and fully charged. The alarms reportedly resolved following the system controller exchange.